Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device was producing too much pressure. The patient alleges throat irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This complaint was initially reviewed and assessed as reportable. However, upon further evaluation, it has been determined that the allegation of throat irritation dose not meets the criteria for a reportable event in accordance with applicable regulatory requirements. A correction report is being submitted to ensure compliance. The manufacturer was previously contacted in reference to a dreamstation auto CPAP device. Patient experienced throat irritation while using the device. The device was returned to the third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected, and no evidence of foam degradation/particles was found. Additionally, the service technician also noted dust contamination, and the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.